Event description:
Subsequent to filing the initial MDR, additional information was received from the site stating the physician did not check the device to ensure the stent was present prior to use in the patient anatomy.

Event description:
Reportedly during use of the device in the tibia with heavy calcification, after deployment of the stent, the stent could not be visualized on fluoroscopy nor any change to the lumen of the vessel. The physician thought perhaps the stent had dislodged inside the patient so the patient's leg was checked further under fluoroscopy in an effort to locate the stent; however, the stent could not be found. The physician thinks the stent may have been missing from the delivery catheter before use in the patient but because it is a self expanding stent system he could not verify the presence of the stent prior to use in the patient. Another xpert stent of the same size was used to successfully treat the lesion. The patient did not have any adverse patient effects and was fine post procedure. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and a query of the complaint-handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified. It should be noted that the xpert biliary stent instructions for use, in the preparation of the stent delivery system, states to inspect the system visually for damages that could influence performance. Inspect that the stent is fully contained within the outer tube. It is unknown if this contributed to the reported missing component or premature deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.